Manufacturer narrative:
On 11-sep-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a leakage in the small extension that connects to the flush bag tubing. It was reported by the caller that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking fluid from the small tubing extension portion of the sheath. The caller noted that shortly after inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient, they noticed that the small extension that connects to the flush bag tubing was leaking fluid. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the issue was resolved. The case continued. There was no patient consequence. The issue occurred while the device was in use in the patient. No air entered the patient. The hemostatic valve was not dislodged inside or outside of the hub. The brim cap was not detached. Approximately 5cc of blood loss.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a leakage in the small extension that connects to the flush bag tubing. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, and leakage from the hub area was detected; afterward, a microscopic inspection was performed and 2 holes were found in the side port union. For this reason, an external manufacturing investigation was requested, and it was concluded that there was a void of glue between the stopcock tubing and hub that would have served as a leak path prior to the material drying in that area. An internal corrective action that is being followed to address and reduce this failure mode. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).